Event description:
Adverse event(s): delay in procedure (no code available). Product problem(s): "system displayed an error message" (device displays error message). The customer reported a system message displayed. The cases were completed with another system. Add'l info has been requested.

Manufacturer narrative:
No sample was returned. A review of the mfg record did not reveal any non-conformities during mfg. A review of complaints for the last 24 months did not indicate any add'l, related reports for this system. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. An internal investigation has been opened. (B)(4).